Manufacturer narrative:
510k: this report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: walton, jr., et al (2007), restore orthobiologic implant: not recommended for augmentation of rotator cuff repairs, the journal of bone and joint surgery, vol.89-a no.4, pages 786-791 (australia). The study emphasizes on determining whether patients who received xenograft to augment a rotator cuff repair exhibited greater shoulder strength, shoulder function, and/or resistance to re-tearing. The patients evaluated on course of this study: between april 2002 and january 2003, fifteen patients (5 women and 10 men) in the xenograft group and sixteen patients (5 women and 11 men) in the control group were included in the study. The mean age for the xenograft group was 60.2 ± 3.5 years, and 59.6 ± 3.1 years for the control group. For postoperative evaluation, the patients were provided with a sling for 4 weeks and passive range-of-motion exercises were prescribed. After 4 weeks, the patient began performing graduated active range-of-motion and strengthening exercises. The article describes the following procedure: a diagnostic arthroscopy followed by tendon repair, and when possible, the repair involved side-to-side sutures and tendon-to-bone reattachment. The devices involved were: mitek rc titanium suture anchors (mitek, norwood, massachusetts) containing number-2 suture were used for tendon-to-bone reattachment. Complications mentioned in the article: 6 cases of re-tear in the xenograft group. 7 cases of re-tear in the control group.